Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturer reports that the manufacturing and inspection records of lot#180618 were reviewed and no issues related to the reported complaint were found. The manufacturer also reports that "the mask is made of pvc material through blow molding, the molecular weight and the molecular density of the mask is high, the cushion will deflate naturally at the sealing joint after long term storage." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section b.4.-date of this report corrected to 0 1 - s e p - 2 0 2 1.

Event description:
It was reported: "a neonatal facial mask was requested to which was inadequate with low pressure of inflation of the cushion, so the change of the supply was requested. Inadequate (low) inflation pressure of the neonatal mask cushion was reported." Patient age: 0, patient height: 32cm, patient weight: 0.8kg. Additional information received indicates "the incident happened last year, information about the patient was not provided. The issue in the product was detected prior to use, so the doctor just changed the mask." No patient injury or harm reported.

Event description:
It was reported: "a neonatal facial mask was requested to which was inadequate with low pressure of inflation of the cushion, so the change of the supply was requested. Inadequate (low) inflation pressure of the neonatal mask cushion was reported." Patient age: (B)(6). Patient height: 32cm. Patient weight: (B)(6) kg. Additional information received indicates "the incident happened last year, information about the patient was not provided. The issue in the product was detected prior to use, so the doctor just changed the mask." No patient injury or harm reported.

Manufacturer narrative:
(B)(4).